Manufacturer narrative:
Additional information was not provided for investigation. The reagent was discarded and could not be returned for investigation. A specific root cause could not be determined. No additional patient data was provided. The results were corrected. No adverse events were reported.

Event description:
The customer received questionable urine glucose results for an unknown number of patient samples. The initial results were reported outside the laboratory because they were autoverified and corrected results were sent. The customer provided discrepant results for two patient samples, repeat testing was generated from the same cobas 6000 c501 analyzer. Patient 1, initial result was -2 mg/dl. The repeat result was 10 mg/dl. Patient 2, initial result was -1 mg/dl. The repeat result was 119 mg/dl. Prior to repeat testing, the customer removed the reagent cassette from the analyzer and observed the cassette did not have any reagent left. The instrument software displayed 183 tests left in the cassette. No adverse events have been alleged regarding the discrepancies. The glucose reagent lot number was 63035301. The customer loaded a new cassette onto the analyzer, performed calibration and ran quality control which resolved the issue. The customer refused a field service dispatch.